Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer¿s blood glucose (bg) level displayed as "high"; specific value was not provided. Elevated bg was address by correction bolus via the pump. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.